Manufacturer narrative:
(B)(6). Resource: educator.

Event description:
Information was received indicating that a smiths medical medfusion pump was used to administer antibiotics. It was reported that the antibiotic infused over a short interval. The infusion was not life sustaining and, the patient did receive the remaining infusion. There was no patient injury.